Event description:
Customer stated that the pump failed volumetric accuracy test. The customer was not able to provide any additional information as to the result. Rate and dosage provided are 1225 ml/hr and 100 ml.

Manufacturer narrative:
Investigation found that the pump failed volumetric accuracy test, out of +/-5% specification. The pump was calibrated to resolve the issue.